Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision left total knee. Removed primary scorpio ps tibial component due to loosening and size 5 15mm scorpio ps flex insert. Replaced with size 5 scorpio ts tibial baseplate with full 10mm augment, 14mm x 80 stem extension and 5 8 mm ts flex insert.

Manufacturer narrative:
An event regarding loosening involving an scorpio baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision left total knee. Removed primary scorpio ps tibial component due to loosening and size 5 15mm scorpio ps flex insert. Replaced with size 5 scorpio ts tibial baseplate with full 10mm augment, 14mm x 80 stem extension and 5 8 mm ts flex insert.